Event description:
It was reported that a large volume infusor had under-infused. This occurred during patient infusion via a peripherally inserted central catheter (PICC). The expected infusion time was 45.4 hours; however, the actual infusion time was 49 hours with unspecified amount remaining in the device. The device was filled with 72 ml fluorouracil and 158 ml saline to a total volume 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event was originally reported to the FDA through report # 1416980-2025-04318 with an aware date of 07/24/2025. Additional information was received on 09/13/2025 that triggered this new initial MDR for this event. H4: the lot was manufactured july 30-31, 2024. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.